Event description:
Customer reported that they have been receiving multiple no delivery alarms on the insulin pump. Customer noticed that the tubing was kinked or bent. Customer's blood glucose reading at the time of the call was 254 mg/dl and has treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.